Event description:
Info indicated the right intermediate siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the spring was not positioned correctly under the latch. He connected the spring correctly to resolve the issue.